Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, d & c, dysmenorrhoea and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy plus removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure procedures were seen and no spillage was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, d & c, dysmenorrhoea and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy plus removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure procedures were seen and no spillage was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.